Event description:
The patient underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6), 2013. The physician placed the aortic body approximately 5mm distal to the intended seal zone resulting in a type ia endoleak. The physician attempted to treat the endoleak intraoperatively but was not able to resolve the endoleak. The physician elected to monitor the endoleak until (B)(6) to see if the endoleak resolves itself.